Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Insulin pump was stuck in rewind mode. Customer's blood glucose was 72 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.